Manufacturer narrative:
Vyaire field service representative went onsite and evaluated the device. Device ran and held a steady mean airway pressure when first started troubleshooting it. Mean airway pressure was really high at 47.8cmh2o, bias flow was almost on 30 and bias flow adjust was almost half way down. Tried to preform circuit and performance test and it was completely out of wack. I ran thru a 6k calibration on unit because pr2 and pr3 were off calibration, also fv1 read .87 psi when dump valve was at 1psi. When running thru 6k I couldn't adjust max airway pressure thumbwheel it was broke and stuck in place. So I replaced the thumbwheel and finished 6k calibration. Unit then passed circuit and performance test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported mean airway pressure not working correctly while on patient on the 3100 a ventilator. At this time, there is no information regarding patient harm associated with the reported event.